Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the load fill tubing process took twice the amount of units of insulin until the customer was able to observe insulin drip out of the infusion tubing. The customer's blood glucose level was not impacted.